Event description:
This is a (B)(6) male who was brought by ems to (B)(6) emergency dept on (B)(6) 2012, complaining of abdominal pain, nausea, vomiting and constipation. On (B)(6) 2012, a flexible sigmoidoscopy with biopsies showed rectosigmoid mass 12 to 13 cm from the external anal sphincter. On (B)(6) 2012, the pt had a lower anterior resection of the colon; during the procedure, bilateral ureteral catheters were inserted adn a lower anterior resection of the colon with mobilization of the splenic flexure was performed. At the end of the procedure the surgeon placed a jp drain, the abdomen was closed and the ureteral catheters were removed without difficulty. A CT abdomen scan showed some fluid within the pelvis including a retained left ureteral catheter. On (B)(6) 2012, the pt was taken back to the operating room; surgical findings included disruption of left ureter and a retained portion of a ureteral catheter. An exploratory laparotomy, cystoscopy, left retrograde pyelogram, left retrograde ureterogram, left ureterolysis, left ureteroureterostomy, removal of retained catheter, and placement of a double j stent, drainage of pelvic urinoma, and mobilization of sigmoid colon was performed. The retained portion of the ureteral catheter was yellow measuring approximately 16.5 cm in length by up to 0.2 cm. In diameter. A second portion of the catheter measures 2 cm in length by up to 0.2 cm in diameter. The pt was transferred to the ICU for post-operative care and remained in the hosp.